Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
During a revision surgery reported separately, while the surgeon was drilling with the 30mm drill bit, the drill bit broke off into the patient and could not be retrieved. A 40mm drill bit was then used to drill a new hole location, and that drill bit bent. Examination of the returned drills confirms the observation. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a revision surgery reported separately, while the surgeon was drilling with the 30mm drill bit, the drill bit broke off into the pt and could not be retrieved. A 40mm drill bit was then used to drill a new hole location, and that drill bit bent.